Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It has been communicated that no parts were replaced. The ventilator logs were received for investigation. The evaluation of provided ventilator logs showed that the ventilator alarmed for high airway pressure, which indicate that ventilation is ongoing, but with higher airway pressure than intended. This will restrict the volume delivery to the patient and can be experienced as no gas flow is delivered. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The conclusion is that there are no indications of ventilator malfunction. The alarm generation indicates that the ventilation may have been insufficient. The root cause of the alarms has not been determined.

Event description:
It was reported that the ventilator stopped on patient. There was no patient harm. Manufacturer¿s ref #: (B)(4).